Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2015; 8709sc catheter implanted: (B)(6) 2008.

Event description:
It was reported that approximately three weeks post implant, wound dehiscence occurred at the implant site and some fluid was present in the pocket. Initial culture from the site was negative. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.